Manufacturer narrative:
Added missing device code to h.6. Corrected h.3, h.6 type of investigation, investigation findings, and investigation conclusions based on the evaluation of the returned device. The delivery system was returned for evaluation. Imagery was provided from the site, including intraoperative videos. The video showed the valve diving into the flex tip and tension build up in the flex shaft during valve alignment. Valve diving was noted while crossing the aortic arch. The valve was not correctly positioned (too proximal) between the alignment markers in the ascending aorta. The valve shifted proximally after retracting the flex tip when crossing the native annulus. The valve was not correctly positioned between alignment markers before balloon inflation. The crimped valve was partially deployed from the distal part. Second valve alignment was attempted with the partially deployed valve through the native annulus. The team attempted to cross the native annulus by pushing the partially deployed valve at the inflow side with the flex tip. A post-operative picture was also received. The valve was noted to be partially deployed on the proximal shoulder of the inflation balloon, which appears to protrude through the distal end of the esheath. The esheath liner appeared to be torn. The pre-procedural imagery showed severe tortuosity present in the patient's right access vessel and descending aorta. The aortic arch was highly angulated. The presence of calcification in the aortic arch and the native annulus. During manufacturing of the commander delivery system, the delivery system and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. Functional testing was performed. The engineer was able to pull the balloon shaft to the warning marker (gross alignment), lock, and utilize full fine adjustment with no abnormalities observed. Engineering was able to flex the catheter without abnormalities observed. The delivery system was pulled to the valve alignment marker and locknut/collet force measurements were taken of the returned device. Measurements showed the device met specification. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. A product risk assessment (pra) was previously initiated to investigate and document the valve movement on balloon issues and its associated risks. The risks outlined in the pra remain the system. It documents the potential for procedural delay from thv movement on the working length, which did occur during this event. A corrective action preventative action (CAPA) was initiated to document the investigation and drive corrective/preventative actions as appropriate. The investigation revealed that high tension can lead to valve movement in the proximal direction when the flex catheter is retracted prior to deployment. The complaints for valve alignment difficulty or inability - gross alignment, valve alignment difficulty or inability - fine adjust, thv moves on balloon working length during positioning were confirmed through provided imagery, while the complaint for difficulty or inability to withdraw system with valve through sheath was confirmed by visual evaluation of the returned device and provided imagery. However, no manufacturing non-conformance was identified during the evaluation. An existing technical summary has been documented for root cause analysis for valve alignment difficulty including alignment in non-straight section (due to tortuous anatomy), which can lead to tension build up and secondary failures such as thv movement on balloon and withdrawal difficulty. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event. Per 3mensio provided, patient's anatomy presented severe tortuosity. It is possible that in this case, valve alignment was performed in a tortuous vasculature (non-straight section), which could have caused the valve to become unseated (non-coaxial placement of valve in relation to the flex tip) and ''dive'' into the flex tip. The unsteated thv likely resulted in higher-than-normal alignment forces creating high tension in the system, which could have consequentially lead to the reported valve alignment (fine adjust and gross alignment) difficulties. Furthermore, the build-up of tension within the delivery system during the procedure was identified as a possible root cause of valve movement on balloon during flex tip retraction. On the other hand, the delivery system withdrawal was attempted with a partially deployed valve at the inflow side, that was not seated on the flex tip. Per procedural manual, ''thv can be retrieved through sheath only before thv deployment (still crimped)'' and also states to ''ensure the thv is centered on the flex tip''. While no resistance was reported during system retrieval, it is possible that withdrawal of partially deployed thv may have caused the flared thv struts (altered valve profile) to interact with the sheath's liner, leading to the damaged sheath and potential withdrawal difficulty. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections and functional testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (tortuosity) and/or procedural factors (valve alignment in the non-straight section, built up tension, high valve alignment forces) may have contributed to the reported valve alignment (fine adjust and gross alignment) difficulty and the thv movement on balloon during flex tip retraction. On the other hand, available information suggests that use error (withdrawal of partially deployed thv) may have contributed to the reported withdrawal difficulties. The complaints for difficulty or inability to cross native annulus and/or bioprosthesis was confirmed via provided imagery. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. A review of IFU/training materials revealed no deficiencies. As reported, ''although the inflow side of the sapien 3 valve was expanded, an attempt was made to see if the sapien 3 valve could cross the native aortic valve. However, the sapien 3 valve did not pass the native aortic valve''. Per intraoperative video provided, an attempt was performed to cross native annulus by pushing the partially deployed valve at the inflow side with the flex tip. Crossing patient's native valve with a partially deployed thv at the inflow side could have potentially caused the valve struts to catch onto the native calcified annulus and/or leaflets, leading to the reported inability to cross native annulus. As such, available information suggest that use error (crossing native annulus with partially deployed valve) may have contributed to the reported complaint event.

Event description:
As reported through edwards japan affiliate, during a transfemoral tavr procedure with a 26mm sapien 3 valve in the aortic position, after rapid pacing was stopped, blood pressure returned a little slowly but improved.. When valve alignment was performed, there was strong resistance and valve diving was observed. A commander delivery system with the valve was moved to a different section and valve alignment was performed again.. When the flex catheter was pulled back after crossing the native aortic valve, the 26 mm sapien 3 valve was moved on the commander delivery system balloon.. When the commander delivery system balloon began to be inflated, the inflow side alone was expanded, and the balloon slipped toward the left ventricular (lv) side. After the commander delivery system balloon was deflated, the balloon could be pulled back. When balloon inflation was initiated, the balloon slipped again. After the commander delivery system balloon was deflated, during sapien 3 valve positioning, the valve was moved from the annulus to the aorta (ao) side. Although the inflow side of the sapien 3 valve was expanded, an attempt was made to see if the sapien 3 valve could cross the native aortic valve. However, the sapien 3 valve did not pass the native aortic valve.. Although the sapien 3 valve was slightly expanded, the valve could be pulled into the 14f esheath and the devices were withdrawn. A new kit was opened, and the second sapien 3 valve was successfully implanted with a 20f dryseal. Blood pressure improvement was poor. Transesophageal echocardiography (tee) showed pericardial effusion and an aspiration was performed with cut-down. At the time, a large amount of bleeding was observed. The chest was opened, and hemostasis was attempted. At the same time, extracorporeal membrane oxygenation (ECMO) was initiated. Hemostasis was difficult to be obtained, and ECMO was switched to central ECMO. After central ECMO was initiated, the patient left the operating room with bleeding control. The site of injury was sinus of valsalva on the right coronary cusp (rcc) side. Per additional information received, the valve alignment was incomplete due to the device malfunction, and it caused the balloon slipped toward the left ventricular lv side during valve deployment, which eventually resulted in annular rupture. Although emergency open chest hemostasis was performed, bleeding could not be controlled, and the patient died on pod 1. The cause of death was reported as "cardiac death". Per medical opinion, the causal relationship of edwards device to the event and death was "related" and the causal relationship of tavr procedure was "unrelated". Per medical opinion, the causal relationship of edwards device to the death was "related" and the causal relationship of tavr procedure was "unrelated".

Manufacturer narrative:
This is one of two reports being submitted for this case. Please reference manufacturer report number 2015691-2023-13691. The investigation is in progress. A supplemental report will be submitted when additional information is provided.